Event description:
Drive medical was notified of an incident involving a patient lift by the device provider who reported the bolt that secures the cradle to the boom loosened during use and the end user fell resulting in fractured vertebrae. The product's instructions for use state: 'it is extremely important that the lift be inspected before each use. All nuts and bolts should be tight.' As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.